Event description:
The facility's biomedical engineer reported an infusion pump with a 500 failure code that was found during biomed testing. The biomed stated that there have been no report of any patient incident involving this pump since the last baxter service event.